Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Additionally, the foreign material residue point was confirmed to be free from deformation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of the foreign material or root cause cannot be identified. A definitive root cause cannot be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection; IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of foreign objects found on the videoscope air/water nozzle and the plastic distal cover, the evaluation found non-reportable device malfunctions/conditions. The foreign material found has been attributed to insufficient cleaning. The customer provided the following details regarding device handling: they did perform cleaning, disinfecting, or sterilizing processes on the device before sending it in for repair. The customer did not know the nature of the foreign material. During pre-cleaning: precleaning was delayed or skipped. The a/w nozzle was flushed with water and air during precleaning. During manual cleaning/reprocessing: there were no abnormalities in the accessories used for reprocessing. The a/w nozzle was wiped or brushed with clean, lint-free cloths, brushes, or sponges. The a/w nozzle channel was flushed with the detergent solution. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there were foreign objects found on the videoscope air/water nozzle and the plastic distal cover. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.